Event description:
Two pt samples with discrepant troponin t results. Pt 2, sample from (B)(6) 2007, initial result<0.01 ng/ml, repeat 0.395 ng/ml. Same sample repeated on different instrument, same method, gave result of 0.411 ng/ml. Initial results were reported, pts not adversely affected. The field service representative determined the probe was out of alignment and a belt was loose. The instrument was repaired.

Event description:
Two pt samples with discrepant troponin t results. Sample from (B)(6) 2007, initial result 0.013 ng/ml, repeat 0.125 ng/ml. Sample from (B)(6) 2007, initial result 0.01 ng/ml, repeat 0.125 ng/ml. A new sample was also tested on (B)(6) 2007 and gave initial result of 0.02 ng/ml, repeat 0.126 ng/ml. Initial results were reported, pts not adversely affected. The field service representative determined the probe was out of alignment and a belt was loose. The instrument was repaired.